Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on the a3059 mayfield composite series skull clamp locking knob moved when locked and became loose on (B)(6) 2019. There was no patient injury or consequences noted. Additional information received on 26apr2019 indicated that the surgeon clamped the patient¿s head and still moved.

Event description:
N/a.

Manufacturer narrative:
Device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was unconfirmed. Root cause analysis could not be completed since the device was not returned for evaluation. Device identifier # (B)(4).